Event description:
On (B)(6) 2014, a vtun was implanted into the pt and was working. Five minutes after the unit was implanted there was blood clogging the catheter due to the traumatic brain trauma. The physician flushed the catheter and the catheter stopped working. The unit was explanted on (B)(6) 2014. The pt did not incur an injury as a result of this event. The vtun was not replaced.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.